Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (30 mg/dl). Customer thought cause might be related to food poisoning but could not confirm. Customer consumed glucose tabs and ginger ale to treat low bg level.